Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer's blood glucose level was 72 mg/dl at the time of the incident. The customer stated that it seemed that they click down but it would not respond after pressing. The customer noticed it after changing the battery and still behaved the same. Then they changed battery and worked for a minute but the issue continued the next day. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.